Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed the customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer found read/write memory errors on multiple cubies in drawer 3.1 and checked for debris under all cubies in the drawer. The fse reseated the rowboard cable connection to all cubie trays and the drawer controller. After these actions, the drawer and cubies tested good in diagnostics and the application. The system functioned as intended after the field service engineer repaired the device.